Event description:
Attorney reported: in 2006--the patient underwent a hernia repair procedure with implant of a composix mesh patch. On five days later -- the patient underwent surgery for a small bowel perforation, bowel obstruction, drain an abscess and explant of the mesh patch. On four days later -- the patient underwent surgery regarding the open abdomen status and the post incision hernia repair with infected mesh. On three days later-- the patient underwent surgery to have an alloderm implanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.